Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Pump was tested with a test keypad and no frozen display noted. Unable to verify battery out limit alarm and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. Device was lso received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported by the customer that his insulin pump had alarmed button error and upon inquiring further, it was discovered that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Hospitalization was caused by a bent cannula that the customer was unaware of. Blood glucose level was 176 mg/dl at time of reporting. Nothing further reported.